Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause is user error - open clamp. The alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine during dwell 5. The home patient (hp) was connected. There were no obvious signs of an air leak. The hp cycled power to clear the alarm and end therapy. The hp will do a manual exchange to finish the therapy. No further information is available. There was no patient injury or medical intervention indicated at the time of the initial report.